Event description:
During software upgrade, service personnel discovered that an unplanned dosimetry calibration data set can be erroneously copied during service mode and potentially used in treatment mode. The control system software utilizes two separate dosimetry calibration sets to calibrate the dose rates which are required for different treatment modes. A feature has been introduced in the control system software to allow copying the same dosimetry calibration set for different dose rates simultaneously. This anomaly can occur if careful attention to details is not performed by the service personnel. Previous and current control system software versions do not allow this condition. We are unaware of any reported injury or patient involvement. This incident was not initially considered reportable because safeguards were considered adequate to prevent patient involvement; i.e. Service mode screen access requires a password and includes a splash screen informing user of the risk involved in changing parameters. Any modifications made in this calibration page will prompt a message on the control console screen and it will requires an acceptance by the service personnel before data is transferred. However, a decision was made to report this incident on the err of caution.

Manufacturer narrative:
Section e initial reporter: incident was not reported by the institution. It was discovered by service personnel during system upgrade and was not aware of the new feature.